Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test but rewind anomaly during the basic occlusion test due to loose drive support disk. Unable to perform the occlusion, prime, compromised force sensor system and excessive no delivery test due to loose drive support disk. No failed battery test alert noted.

Event description:
Information received by medtronic indicated that the insulin pump rejected new batteries. Customer stated that the rewinding was slower. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.